Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. However, the reported deep positioning of the valve as well as the ongoing cardiopulmonary resuscitation (CPR) may have been contributing causes. The cause of death was reported as hypoxic brain injury resulting from complications of the valve implant procedure. No explant was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this case, the complications encountered after the pre-implant balloon aortic valvuloplasty (bav) may have been contributing causes. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a large, native, bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The patient lost pressure and cardiac output following the pre-implant dilation. The cause of the drop in pressure was thought to be suicide ventricle. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. The valve was deployed once to 80%. At 80%, the valve position was reported to be deep, therefore the valve was recaptured. The valve was re-deployed a second time, however was still in a deep position. The valve was recaptured and re-deployed a third time, in a slightly higher position. However this was reported to still be too deep. CPR was reported to have been ongoing throughout the positioning attempts. The implanting team made the decision to fully release the valve. The valve was deployed and the patient stabilized. An angiogram confirmed severe aortic regurgitation (ar) was present. A second transcatheter bioprosthetic valve was deployed on the first attempt. Ar was not reported, therefore the valve was fully released. The patient was stable and remained intubated. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received reporting that the severe aortic regurgitation (ar) was paravalvular leak (pvl). It was reported that 5 days after the valve implant, the patient passed away. The cause of death was reported as hypoxic brain injury resulting from complications of the valve implant procedure. Updated device codes in h6 updated health impact and component codes in additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.